Event description:
It was reported that there was no issue with preparation of an absolute pro stent delivery system (sds). The absolute pro sds was loaded and advanced over a grand slam guide wire. Prior to entering the absolute pro sds into the patients anatomy, as the technician was trying to unloop and straighten the absolute pro sds, the inner member of the absolute pro sds shaft was found to be separated and the outer member of the sds shaft was found kinked, but not separated in the same area. The absolute pro sds was removed without difficulty and the same guide wire with a new same size absolute pro sds was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Catalog# - correction. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The kink was unable to be confirmed however it is likely that the shaft separated at the kinked location. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.